Event description:
The complainant reported a patient in cardiogenic shock (stage e) from an acute myocardial infarction was implanted with an impella rp flex for mechanical circulatory support (msc) along with an intra-aortic balloon pump (iabp). Post impella implant, urine output was greater than 30 cc/hour and pink-red. The following day it was noted that the patient was failing on the current therapy. Renal was consulted; the patient was not clearing potassium. The patient was transported back to the catheterization lab for impella rp flex repositioning and a line for continuous renal replacement therapy (crrt) was placed. This day, the patient¿s status was changed to dnr (do not resuscitate). The next day the patient unexpectedly became severely bradycardic and expired. The patient was a dnr and no rescue was provided. It was noted possibly potassium (k+) related and the team was currently waiting for crrt to be resumed. Potassium level was over 5.

Manufacturer narrative:
Medical safety reviewed the event and noted the event is a death type of reportable event. However, it is noted underlying condition due to abnormal lab values and that this was a high-risk intervention supported by impella mechanical circulatory support (mcs). Severe right ventricular dysfunction was noted post procedure by echocardiography. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the hematuria/ renal failure, the cause was not determined due to insufficient clinical details. Regarding the bradycardia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.